Event description:
It was reported by the patient that the pod's needle was broken when trying to set up a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the broken cannula or to determine it root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.